Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 no harm to patient or user. A review of site history indicates no similar reports of vision cart connector panel damage. This is considered a low-occurrence issue and will continue to be tracked and trended using appropriate fault codes to determine if further action is required.

Event description:
The reporter alleged that during investigation of a flicker, it was identified that a connector in the versius visualisation bedside unit (vbsu) was found to be misaligned and appeared loose. The issue was identified during planned maintenance so no patient harm.no further information has been received at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.